Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061243) in united states on 28-apr-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6)-2004 with lot number 12248788. Consumer had suffered from debilitating headaches, heart palpitations, chest pains, severe joint pain, massive amounts of digestive issues, fevers, destroyed, immune system, pain / chronic widespread pain, allergic reaction to nickel, food allergies, cold intolerance, extreme pain in ovary area, loss of motor skills, loss of muscle control, tingling in extremities and many more issues. After 11 years, she was forced to have a hysterectomy to remove devices. She was still having no immune system and still suffers extreme joint pain. Headaches, chest pain and many of the issues were gone away. Now, after hysterectomy she has zero sex drive. She received vitamins and ibuprofen when needed. Injuries (hospitalization, disability/permanent damage) were mentioned but not specified and /or assigned to one of the events. Follow-up information received on 06-may-2016. A legal claim was received. Plaintiff was implanted on or about (B)(6)-2004. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, fatigue, severe headaches, heart palpitations, bloating, constipation, diarrhea, severe joint pain, memory loss, insomnia, and blurry vision. Plaintiff had to have a hysterectomy and bilateral salpingectomy as a result of essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and had pain / chronic widespread pain, severe pelvic pain, destroyed immune system and loss of muscle control. After eleven years she underwent a hysterectomy and bilateral salpingectomy to remove essure devices but her immune system did not improve. This case became legal. Pain and pelvic pain are listed while immunodefficiency and neuromyopathy are unlisted in the reference safety information for essure. Since essure therapy may cause uncharacterized pain and pelvic pain and considering there is no alternative explanation in this case, the causal relationship with essure cannot be excluded. On the other hand, essure has only a localized action in the fallopian tubes since it does not contain any active ingredient, considering the physiopathology of immunodeficiencies and neuromyopathies it is unlikely that essure could contribute to the development of these diseases. This case is regarded as incident since device removal was required. A product technical complaint analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5061243) on 28-apr-2016. The most recent information was received on 15-nov-2017. This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061243) in united states on 28-apr-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2004 with lot number 12248788. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("stabbing abdominal pain"), menorrhagia ("heavy periods lasting longer/ bleeding and heavy periods"), pelvic pain ("severe pelvic pain"), immunodeficiency ("destroyed immune system"), neuromyopathy ("loss of muscle control") and genital haemorrhage (¿ bleeding¿) in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12248788) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included, body mass index normal, knee surgery nos (right/left (2005); ligament issue) in 2000, multigravida and parity 3 ((B)(6) 1993, (B)(6) 1995 and (B)(6) 1999).). She denied nicotine use. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced undifferentiated connective tissue disease ("undifferentiated connective tissue disorder"), fibromyalgia ("fibromyalgia syndrome"), collagen disorder ("mixed collagen vascular disease"), rheumatoid arthritis ("ra") with synovitis, abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), neuromyopathy (seriousness criteria disability and medically significant), headache ("debilitating/severe headaches"), palpitations ("heart palpitations"), chest pain ("chest pains"), arthralgia ("severe joint pain/joint pain"), dyspepsia ("massive amounts of digestive issues"), pyrexia ("fevers"), allergy to metals ("allergic reaction to nickel"), food allergy ("food allergies"), temperature intolerance ("cold intolerance"), adnexa uteri pain ("extreme pain in ovary area/persistent ovary pain"), motor dysfunction ("loss of motor skills"), paraesthesia ("tingling in extremities"), loss of libido ("zero sex drive"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), amnesia ("memory loss"), insomnia ("insomnia"), vision blurred ("blurry vision") and irritable bowel syndrome ("ibs"). The patient was treated with propranolol (propanolol), methotrexate, hydroxychloroquine phosphate (plaquenil), duloxetine hydrochloride (cymbalta), cyclobenzaprine hydrochloride (flexeril), linaclotide (linzess), macrogol 3350 (miralax), surgery (laparoscopic hysterectomy leaving ovaries.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pain, menorrhagia, pelvic pain, neuromyopathy, palpitations, dyspepsia, pyrexia, allergy to metals, food allergy, temperature intolerance, adnexa uteri pain, motor dysfunction, paraesthesia, fatigue, abdominal distension, constipation, diarrhoea, amnesia, insomnia, vision blurred, rheumatoid arthritis, irritable bowel syndrome, undifferentiated connective tissue disease, fibromyalgia and collagen disorder outcome was unknown, the immunodeficiency, arthralgia and loss of libido had not resolved and the headache and chest pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, amnesia, arthralgia, chest pain, collagen disorder, constipation, diarrhoea, dyspepsia, fatigue, fibromyalgia, food allergy, headache, immunodeficiency, insomnia, irritable bowel syndrome, loss of libido, menorrhagia, motor dysfunction, neuromyopathy, pain, palpitations, paraesthesia, pelvic pain, pyrexia, rheumatoid arthritis, temperature intolerance, undifferentiated connective tissue disease and vision blurred to be related to essure (ess205). The reporter commented: she denied any complication at time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: lot number: 12248788; production date: dec-2003; expiration date: may-2005. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: this case refers to (B)(6) year old patient. Reporter information and patient demographics were updated. Essure explanation date, indication and historical condition added. Events: ibs (inflammatory bowel syndrome), undifferentiated connective tissue disorder, fibromyalgia syndrome , mixed collagen vascular disease , synovitis/ ra (rheumatoid arthritis), sudden blood pressure drops, tremors in hands/feet/ tremors, migraines, severe short term memory, insomnia, joint pain, muscle pain, abdominal pain, digestive pain, bleeding, symptoms of metal poisoning and mood swings, she did not undergo essure confirmation test, she did not use any birth control or contraception at any time following her essure placement procedure added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). Lot number: 12248788; production date: dec-2003; expiration date: may-2005. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and had pain / chronic widespread pain, severe pelvic pain, destroyed immune system and loss of muscle control. After eleven years she underwent a hysterectomy and bilateral salpingectomy to remove essure devices but her immune system did not improve. This case became legal. Pain and pelvic pain are listed while immunodefficiency and neuromyopathy are unlisted in the reference safety information for essure. Since essure therapy may cause uncharacterized pain and pelvic pain and considering there is no alternative explanation in this case, the causal relationship with essure cannot be excluded. On the other hand, essure has only a localized action in the fallopian tubes since it does not contain any active ingredient, considering the physiopathology of immunodeficiencies and neuromyopathies it is unlikely that essure could contribute to the development of these diseases. This case is regarded as incident since device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("e-sure coils show perfect positioning within the proximal lumens of the right and left fallopian tubes."), abdominal pain ("stabbing abdominal pain"), menorrhagia ("heavy periods lasting longer/ heavy periods"), immunodeficiency ("destroyed immune system"), neuromyopathy ("loss of muscle control / loss of motor skills"), genital haemorrhage ("bleeding"), pelvic pain ("severe pelvic pain") and rheumatoid arthritis ("ra") in a 20-year-old female patient who had essure (ess205) (batch no. 12248788) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure". The patient's past medical history included body mass index normal, knee operation (right/left (2005); ligament issue) in 2000, multigravida and parity 3 (B)(6) 1993, (B)(6) 1995 and (B)(6) 1999 she denied nicotine use. Concurrent conditions included allergy to metals, dysmenorrhea, cervicitis since 9-dec-2015 and hypermenorrhea since (B)(6) 2015. On (B)(6) 2004, the patient had essure (ess205) inserted.on an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In december 2004, the patient experienced headache ("debilitating/severe headaches"), arthralgia ("severe joint pain/joint pain") and myalgia ("muscle pain"). In 2009, the patient experienced gastrointestinal pain ("digestive pain"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced chest pain ("chest pains"). On (B)(6) 2015, 11 years 3 months after insertion of essure (ess205), the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with synovitis. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), neuromyopathy (seriousness criteria disability and medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pain ("pain / chronic widespread pain/aches & pains"), palpitations ("heart palpitations"), dyspepsia ("massive amounts of digestive issues"), pyrexia ("fevers"), allergy to metals ("allergic reaction to nickel"), food allergy ("food allergies"), temperature intolerance ("cold intolerance"), adnexa uteri pain ("extreme pain in ovary area/persistent ovary pain"), motor dysfunction ("loss of motor skills"), paraesthesia ("tingling in extremities"), loss of libido ("zero sex drive"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), the first episode of amnesia ("memory loss"), the first episode of insomnia ("insomnia"), vision blurred ("blurry vision"), irritable bowel syndrome ("ibs"), blood pressure decreased ("sudden blood pressure drops"), the second episode of insomnia ("insomnia"), tremor ("tremors in hands/feet/ tremors"), migraine ("migraines"), the second episode of amnesia ("severe short term memory"), metal poisoning ("symptoms of metal poisoning"), mood swings ("mood swings"), depression ("depression") and investigation noncompliance ("she did not undergo essure confirmation test"). On an unknown date, the patient experienced undifferentiated connective tissue disease ("undifferentiated connective tissue disorder"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia syndrome"). On an unknown date, the patient experienced collagen-vascular disease ("mixed collagen vascular disease"). The patient was treated with propranolol (propanolol), methotrexate, hydroxychloroquine phosphate (plaquenil), duloxetine hydrochloride (cymbalta), cyclobenzaprine hydrochloride (flexeril), linaclotide (linzess), macrogol 3350 (miralax), surgery (aparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy), surgery (laparoscopic hysterectomy leaving ovaries) and surgery (laparoscopic hysterectomy leaving ovaries.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain, menorrhagia, neuromyopathy, genital haemorrhage, pelvic pain, pain, palpitations, dyspepsia, pyrexia, allergy to metals, food allergy, temperature intolerance, motor dysfunction, paraesthesia, fatigue, abdominal distension, constipation, diarrhoea, vision blurred, rheumatoid arthritis, irritable bowel syndrome, undifferentiated connective tissue disease, fibromyalgia, collagen-vascular disease, the last episode of insomnia, the last episode of amnesia, myalgia, gastrointestinal pain, metal poisoning and investigation noncompliance outcome was unknown, the immunodeficiency, arthralgia and loss of libido had not resolved, the headache, chest pain, adnexa uteri pain, blood pressure decreased, tremor and mood swings had resolved and the migraine and depression was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, blood pressure decreased, chest pain, collagen-vascular disease, constipation, depression, diarrhoea, dyspepsia, embedded device, fatigue, fibromyalgia, food allergy, gastrointestinal pain, genital haemorrhage, headache, immunodeficiency, investigation noncompliance, irritable bowel syndrome, loss of libido, menorrhagia, metal poisoning, migraine, mood swings, motor dysfunction, myalgia, neuromyopathy, pain, palpitations, paraesthesia, pelvic pain, pyrexia, rheumatoid arthritis, temperature intolerance, tremor, undifferentiated connective tissue disease, vision blurred, the first episode of amnesia, the first episode of insomnia, the second episode of amnesia and the second episode of insomnia to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she denied any complication at time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: lot number: 12248788; production date: dec-2003; expiration date: may-2005. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received. Reporter information added. Event added from medical record 'e-sure metal coils are embedded within the proximal ends of the right and left fallopian tubes.' Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.